Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that ventricular paced events did not appear to be capturing due to imprecise readings made by the pacemaker (pm). Further information was requested but not received.